Event description:
It was reported that the pt suffered a 1 cm x 2 cm burn to the lower right lip when the bur guard overheated during an orthognathic surgery. It is unk if what, if any, treatment the pt received. The procedure was successfully completed as planned.

Manufacturer narrative:
The bur guard has not yet been received at the MFR for testing. An eval will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.